Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, following the procedure, it was noted that the patient sustained second degree burns approximately one inch in size on both thighs. The physician confirmed that the grounding pads had been placed correctly. It is unknown how the burns were treated. The patient was kept overnight and then released the next day, at which time her condition was reported to be fine. It was reported that the generator was tested by the hospital's biomed department before and after the procedure, and no issues were found.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, following the procedure, it was noted that the patient sustained second degree burns approximately one inch in size on both thighs. The physician confirmed that the grounding pads had been placed correctly. It is unknown how the burns were treated. The patient was kept overnight and then released the next day, at which time her condition was reported to be fine. It was reported that the generator was tested by the hospital's biomed department before and after the procedure, and no issues were found. Additional information: on (B)(4) 2013 a medwatch was received that confirmed that the reason for the treatment was for metastatic colon cancer. After the procedure the patient received two 2cm by 3cm burns on each thigh where the grounding pads were placed. It was reported that the equipment did not indicate any malfunction.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.